Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported suture malposition (knot over the skin) could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is being filed under a separate manufacturer report number.

Event description:
It was reported that an venotomy closure of two puncture sites in the right common femoral vein were attempted after a radiofrequency ablation procedure. One proglide was attempted via a 6f sheath and another with an 8f sheath (each in separate puncture sites in the right common femoral vein). Reportedly, the first proglide device was deployed successfully; however, it was noticed that the knot was over the skin. The proglide device was removed and manual arterial compression was applied to achieve hemostasis. The proglide that was used in the 8f sheath access site deployed successfully; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. The patient was reportedly overweight. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.